Manufacturer narrative:
Investigations: visual inspection: no anomalies detected: the progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at - 0.051 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: the results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves results: based on our investigation results, we can identify an increased braking force and a deformation of the progav valve housing. We are unable to substinate the clinical claim of under-drainage. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shunt system (part # fv414t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 82 centimeters (cm). Weight: (B)(6). Gender: male.